Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm while supporting a patient. The customer also reported that the patient was being prepared to go for a walk and the companion 2 driver was still attached to hospital wall air when the alarm sounded. The patient was switched to the backup companion 2 driver without adverse impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companions 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.